Event description:
Post dilatation balloon inflated; balloon ruptured at 12 atm; balloon shaft removed; balloon material remained in pt; unable to retrieve material; stent placed across material to ensure no movement of materials.